Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, upon removal of this right ventricular (rv) lead from the device header, the lead tip separated from the lead body. The patient was pacemaker dependent and experienced pacing inhibition with 3 seconds of asystole as a result. The lead was surgically abandoned and replaced. No adverse patient effects were reported.